Manufacturer narrative:
(B)(4).

Event description:
Patient complained of pain on using the introducer, inserter checked the introducer and noticed notches that had never been observed on arrow introducers before. The PICC inserter had to halt the insertion, another PICC set had to be opened to get a 2nd introducer without the ridges.

Event description:
The customer reports: patient complained of pain on using the introducer, inserter checked the introducer and noticed notches that had never been observed on arrow introducers before. The PICC inserter had to halt the insertion, another PICC set had to be opened to get a 2nd introducer without the ridges.

Manufacturer narrative:
Qn# (B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 03/23/2018, was sent in error.